Manufacturer narrative:
This report is related to the event reported from 2019. The event reported from (B)(6) 2020 is reported under 1222780-2020-00151. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Lot and serial number of the disposable device not provided by the complainant, therefore the manufacturing and expiration dates are not known.

Event description:
It was reported on october 21st, 2020 that there were two perforations related to a novasure device, one on an unspecified date in 2019 and another one on an unspecified date in (B)(6) 2020. No other information has been provided.